Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. While on-site the representative reported that there were loose screws on the detector interface board. The representative re-secured the connections. The representative then restarted the imaging system, could not replicate the issue. Re-homed the gantry and verified functionality of the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while on site performing a system checkout, the imaging system would start properly.